Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two endo clip* 5mm clip appliers. The event report alleges the product was used in a surgical procedure. Microscopic inspections of the instruments noted presence of clips in the tubes. However, it was observed that the pusher bars were buckled and the red indicator was visible in the window. Functional evaluations could not be performed as the safety interlock features were engaged. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the buckled pusher bar condition may if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired, or if a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. The root cause of the observed damage was misuse of the product. Based on the evidence available the reported condition was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's clips were missing. There were two instruments affected. The first device was able to load and fire two clips, then stopped working. The second device was blocked immediately. There was no patient involvement.